Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the ins was connected before the surgery. It was noted that the leads were cut by accident.

Manufacturer narrative:
Continuation of d10: concomitant products product ID neu_unknown_lead lot# serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A rep reported they were contacted by another rep who reported that during an interstim implant on (B)(6) 2024, the surgeon cut the spinal cord stimulator (scs) leads. The rep did not know the name of the patient, nor who the physician was. No symptoms reported.  No reported issues with the scs implanted neurostimulator (ins).